Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tubing detachment from connector event on (B)(6) 2026. The infusion set was in use for less than three days. The blood glucose level was high and the patient was treated with correction injection via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2026-00233. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 21-apr-2026 against "lot number 6015147 and similar malfunction codes: leak between tubing and site connector - detachment / significant wetness. Tubing connector is cracked, split, deformed, leakage may occur. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Tubing detached from tubing-tubing connector the review confirmed that lot 6015147 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 21-apr-2026 against "lot number" criteria equal 6015147 and similar malfunction codes leak between tubing and site connector - detachment / significant wetness. Tubing connector is cracked, split, deformed, leakage may occur. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Tubing detached from tubing-tubing connector. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6015147 was manufactured according to the wi version 23 and manufactured in the multivac 14, on 04-oct-2025, with a total of 36,000 units. The sub-assembly. Canula part of the lot 5j04061 was manufactured according to the wi version 18 and manufactured in the gluing machine lc04, on 25-sep-2025, with a total of (B)(4) units. The sub-assembly. Canula part of the lot 5j03285 was manufactured according to the wi version 18 and manufactured in the gluing machine lc04, on 29-sep-2025, with a total of (B)(4) units. The sub-assembly. Canula part of the lot 5k04063 was manufactured according to the wi version 18 and manufactured in the gluing machine lc05, on 02-oct-2025, with a total of (B)(4) units the sub-assembly. Gluing of tubing of the lot 5j04060 was manufactured according to the wi version 18 and manufactured in the gluing machine lc02, on 25-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5h03985 was manufactured according to the wi version 69 and manufactured in the gluing machine sc05 and sc06, on 13-sep-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5e03440 was manufactured according to the wi version 42 and manufactured in the gluing machine 08 -04, on 29-may-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015147 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.